Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic around lip of the battery cap is breaking. The customer reported that she had high blood glucose of 13.1 mmol/l. The customer reported that she gave herself a correction with insulin pump. The customer reported that she see signs of cracks on her insulin pump. The customer reported cracks on thread of the battery cap. Troubleshooting was performed related to high blood glucose. The customer reported that she treated herself with insulin pump. The customer's current blood glucose was 13.6 mmol/l at the time of call. The customer was advised to contact her doctor if needed. The customer reported that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window, broken battery cap and broken battery tube threads.